Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and vomiting. The cause was not reported. The patient was hospitalized on the same day as the onset and was treated with an unspecified antibiotic (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was "feeling better" and pd catheter was removed after two days and patient was switched to hemodialysis temporarily. No additional information is available as the reporter declined follow up.